Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed pain and an infection at the pod¿s insertion site while wearing the device less than 24 hours on the leg. The pod was removed on (B)(6) 2021 and the patient went to urgent care and was diagnosed with cellulitis and an abscess. The patient was treated with an oral antibiotic, bactrim. On (B)(6) 2021, the patient returned to urgent care because the bactrim was not treating the infection. The abscess was drained and treatment with bactrim continued. On (B)(6) 2021, the patient returned to urgent care for a follow-up and was admitted to the hospital for the infection. Vancomycin was administered intravenously and the patient experienced an allergic reaction to the medication. Over the counter benadryl/zyrtec was administered for the reaction and the patient was discharged the next day on (B)(6) 2021. On (B)(6) 2021, the patient returned to urgent care with a delayed allergic reaction to the bactrim and continued with benadryl/zyrtec treatment. A new pod was activated.